Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to view an unspecified target lesion. However, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a sheath lap joint separation.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the device has a lap joint separation. During flushing, fluid was leaking from the open hole at the sheath lap joint junction between the blue sheath and clear imaging window tubing. Impedance testing shows a good unit wave form. The image characterization testing, was not performed due to device returned condition (lap joint separation). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).